Event description:
The following is from the article published in the journal of cardiovascular medicine, "spontaneous closure of aorta-to-right atrium fistula after septal occluder implantation". An atrial septal defect (asd) closure was performed without complications in a male. One month later, a small fistula between the aorta and right atrium was noticed during transthoracic echocardiography (tte) and confirmed by transoesophageal echocardiography (tee). The patient refused surgery; however, after 18 months of observation, an increase in the leak was noticed and the patient agreed to surgery. A tee was performed prior to surgery, and the leak was found to have closed on its own. After one year, the patient did not complain of any symptoms. Additional information has been requested, including implanting physician's name, hospital information, patient information, date of implant, date of event, imaging (pre, intra, post), and cath lab report detailing device specifics, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.